Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not operate after changing four batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, low battery alarm, or power loss alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. (B)(4).